Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.